Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported broken device prior to implant surgery for patient's right side. Silicone gel came into contact with the patient. The surgery was completed with a back up device. The broken device was discarded.